Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that infusion set disconnected from site and cause a hospitalization. The blood glucose reading is over 600 mg/dl. Customer stated that his entire body hurts and nauseated. Customer also complained of shoulder pain. Customer had ketones. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.